Manufacturer narrative:
Section d6a - date of implant: corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to confirm the serial number of the pump; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's cardiomems patient electronic system (pes) kept showing blue. The pes was on top of the bed plugged in to surge protector with no wall outlet nearby. The patient was said to have a left ventricular assist device and had no other internal or nearby devices. A reading was started while patient was not on pes and it showed 99% blue, patient was suggested to move pes to sofa for more room and less interference. The pes was placed at the center of their sectional sofa and a reading was started without patient on pes which resulted in 0% white and the reading was cancelled. It was then advised that the patient lay their head on headrest and left shoulder blade centered on pes, the reading was started and showed 80% green. The reading was successful and transmitted. The cause of the problem was electromagnetic interference from environment of the room.